Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information received: what does ¿enseal jaw was fractured¿ mean? Top jaw was completely break off of the device. Did the moveable (top jaw) completely break off of the device? Yes, it was. Was the non-movable (bottom jaw) damaged? No, the bottom jaw was unbroken. Did the ceramic (on the lower non-moveable jaw) separate or break off? The ceramic was in good condition. Did the electrode (on the lower non-moveable jaw) separate or break off? The electrode was in good condition. Did this cause a change in the plan of care for the patient? No, the changed for a new one enseal. Additional information requested but not received: has the fragment been removed from the patient? If no, are there any plans to extract the fragment?

Event description:
It was reported that during a hysterectomy procedure, the enseal jaw was fractured, the small piece was located inside the patient until they use x ray to find it. Procedure was delayed twenty minutes. Fragments were generated and located using x-ray. Procedure was completed successfully and there were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following information was received: has the fragment been removed from the patient? If no, are there any plans to extract the fragment? "Yes, it was removed from the patient."